Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during implantable pacing lead implant procedure, the user could not retract the tip. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.